Manufacturer narrative:
The reported event for lost stimulation was not confirmed. Visual inspection of the ipg did not identify any anomalies that would contribute to the reported issue. The ipg was functionally tested and passed all testing.

Manufacturer narrative:
Correction: d4 - product information updated to reflect correct device information.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-04860. It was reported that the patient lost therapy following an ipg replacement procedure (related manufacturer reference number: 3006705815-2020-01703). As a result, surgical intervention was undertaken on (B)(6) 2020 wherein the system was explanted and replaced.